Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Device returned to MFR - additional information. Date device returned - additional information. Date received by mfg - additional information. Type of report - updated/follow-up. Type of follow up - additional information/device evaluation. Device evaluated by mfg - additional information. Codes: type of investigation - additional information. Codes: investigation findings - additional information. Codes: investigation conclusion - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed due to no damage. The allegation was not confirmed. The probable cause could not be determined.